Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-nov-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when running an impedance check, contact 4 was listed as ¿do not use¿, and contacts 3 and 15 were listed as ¿possible short¿. Connectivity check showed contact 4 as a red x. Patient reported a fall in her garden around the same time as her stimulation issues started, in ¿mid june¿ patient started getting occasional shocking, painful bursts of stimulation in her mid back that made her feel like ¿my nerves were exploding¿, unlike the minor paresthesia she¿d experience with body position changes. She changed to a different programming group but still experienced the symptoms, so she turned her stimulator off a few days later and made an appointment with her implanting doctor¿s office where rep saw her and discovered the bad contact and possible short. In discussion with her it was revealed that she had a fall in her garden ¿around the same time¿ as the issues started, but she could not give me a date on when the fall occurred or when the stimulation issues started. The patient arrived to her appointment late, and the implanting doctor¿s app would not see her, but allowed rep a room to meet with the patient and interrogate her system. Rep advised the patient to continue to leave her system off, but encouraged her to reschedule her appointment to meet with her provider about these issues.